Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated the insulin pump went blank, when it was exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All the buttons functioned properly. No damage to keypad traces was noted. The insulin pump passed self-test and displacement test. The insulin pump had moisture damage noted on electronic assembly. In addition, it had a cracked reservoir tube lip and cracked battery tube threads noted.